Event description:
It was reported that stent damage occurred. Vascular access was obtained via the brachial artery. The 3.5x48mm, eccentric, de novo target lesion with a bend of <=45 degrees was located in the moderately tortuous and moderately calcified mid left anterior descending artery. After a 6f non-boston scientific guide catheter was crossed the lesion, pre-dilation was performed with 3.5x20 emerge balloon catheter. Following pre-dilation, a 3.50 x 48mm synergy drug-eluting stent was advanced for treatment. However, the device failed to cross the lesion and when removed, the tip of the stent itself was found to be deformed. The procedure was completed with another of the same device. There were no patient complications reported and the patient's status was stable.